Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) to inform that quality control (qc) results recovered within range, and only one potassium (k) auto-repeat result was falsely elevated. The sample was run in a primary tube, and the sample was clear. Siemens evaluated the ssm (solidstate multisensor) data files, and no errors were observed. Qc was in range, and no issues were noted with other patient samples. The instrument and reagents performed acceptably. The cause of a falsely elevated potassium (k) result is unknown. The instrument is operational, and no further evaluation of the device is required.

Event description:
A discordant, falsely elevated, potassium (k) result was obtained on a dimension exl with lm instrument (serial number (B)(4)) during an auto-repeat of the patient sample. The discordant result was not reported to the physician(s). The customer used the same patient sample to perform repeat testing on an alternate dimension exl instrument. The customer informs that a result of 3.3 mmol/l was obtained with repeat testing, and the result (3.3 mmol/l) was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant potassium (k) result.